Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user described changes in hearing performance with the device, especially when chewing or moving the head. These changes got worse over time. The patient was re-implanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
The user described changes in hearing performance with the device, especially when chewing or moving his head. These changes started at the beginning of 2018 and became worse over time. The recipient was re-implanted.